Event description:
It was reported that a vascu-gaurd patch was difficult to use. The customer stated that while implanting the patch they could not tell which side was the smooth side as both sides were "fluffy". There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.